Event description:
It was reported that during a cryo ablation procedure, the catheter was bent in an unusual way. It appeared as if the pull wires were activated; however, the lever was in a neutral position. The lever was adjusted to correct the misalignment. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 20118 was returned and analyzed. Visual inspection of the shaft segment was performed and no anomalies were identified on the shaft segment. The shaft was intact with no apparent issue. External visual inspection of the electrical handle segment was performed. No anomalies were identified and the electrical connector was intact with no apparent issue. External visual inspection of the balloon showed that the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 16 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. During inflation it was observed the guide wire lumen (gwl) kinked ins ide the balloon. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-acted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. During inspection of the s haft segment, a guide wire lumen kink/twist was observed 1.136 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported catheter bend in an unusual way was not confirmed through analysis and the balloon catheter failed return inspection due to the guide wire lumen (gwl) kinked inside the balloon and a guide wire lumen kink/twist was observed 1.136 inches proximal to the catheter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.